Manufacturer narrative:
The customer was able to provide some patient information. Physio-control evaluated the customer¿s device and verified the reported issue. Physio duplicated the reported issue by wiggling one of the batteries. It was observed that the locking mechanism on the battery was damaged which prevented the battery from locking into place. In addition, the screws for the battery holder in the device was missing, allowing the batteries to become loose and disconnect from the device. Physio downloaded the electronic records from the customer¿s device and was also able to confirm that their device experienced inappropriate loss of power.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported by the customer.